Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not showing up on the communication bus. A field service engineer removed the back panel of the device and accessed the rear of the drawer. Upon inspection, all lights were functioning as expected. The engineer powered down the device, reseated the ribbon cable and the retractor band cable, then reassembled the unit. After booting up the device, the application was launched and the engineer logged in, but the drawer still did not appear in the app. The engineer accessed support and initiated diagnostics, but the drawer remained unresponsive. The back was opened again, and all cables, including the row board cable, were reseated. The engineer manually released the cubies, cleaned out any foil and debris, and reseated the row board cable at the trays. It is suspected that the drawer module board may be faulty, but a replacement is not available at this time. Additionally, it was noted that the rails on the drawer are damaged and will require replacement, leading to the decision to procure a completely new drawer. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system drawer 4.1 was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication there were no adverse events or injuries reported based on this incident.